Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
The customer reported that while using bd bbl¿ gram crystal violet they noticed excessive artifact and precipitate. This artifact could lead to false positive grams stains being reported. No patient reports have been affected.